Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip jumped opened from roughly 5 degrees to roughly 45 degrees. Troubleshooting was performed, but the clip continued to open. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip jumped opened from roughly 5 degrees to roughly 45 degrees. Troubleshooting was performed, but the clip continued to open. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) and clip jumped open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.